Event description:
Hospital nurse reported pt was hospitalized with hypoglycemia, and the insulin delivery of the infusion device is too high. Pt's blood glucose decreased to 1.7 mmol/l (30.6 mg/dl) at one point, and her father examined the infusion device and noticed she was receiving 62 units of insulin per day instead of the correct amount of 24 units. Pt had not changed any settings on the infusion device. Pt's father reprogrammed the basal rates and reported the basal rates automatically changed again to 62 units. Pt then fainted and experienced cramping due to hypoglycemia, and she was taken to the hospital. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.